Event description:
It was reported that the pt started experiencing electrode channels going hi in (B)(6) 2007. Finally, there were 3 channels in status hi and 2 electrodes involved in a short circuit. There is no report of head trauma. The pt was reimplanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.